Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, a high temperature alarm condition was observed. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating.